Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation. The patient underwent a revision procedure to reposition the lead. The lead remains implanted and in service.